Manufacturer narrative:
The impella lp2.5 was discarded by the customer, however, a failure analysis investigation is underway and supplemental medwatch report will be submitted upon completion of the evaluation.

Event description:
The complainant reported a female patient presenting with hypertension, diabetes, multi-vessel coronary artery disease, obesity, and an ejection fraction of 20%. Due to patient's size a 14fr x 30cm sheath was used in an attempt to insert the impella lp2.5, however, physician was unable to pass the device through patient's anatomy. Against the clinical field representative's recommendations to use 30cm sheath, physician elected to use a shorter 13fr x 13cm merit introducer to reach patient's left femoral artery. Pump was inserted without issue and physician elected to leave sheath in place. However, during radial intervention, severe blood loss was detected at the impella insertion site. As treatment, manual pressure was applied, blood products were delivered, protamine administered (to reverse heparin), and a vascular surgeon was contacted for device removal. Patient lost pulsatility and vitals deteriorated. After 40 minutes of attempted resuscitation, patient care was withdrawn and patient expired. The cause of death was due to complications due to bleeding and congestive heart failure. Bleed was attributed introducer and repositioning sheath not bleeding long enough to effectively reach the patients arteriotomy due to patient's size.

Manufacturer narrative:
No samples were returned from the customer, as they had been discarded after this event. A review of the device history record and found no manufacturing issues or reworks associated with this pump lot. There are no other complaints associated with pumps from this lot. All introducers in this lot passed all inspection.